Manufacturer narrative:
Should the product get returned, analysis would not be required due to the nature of the issue.

Event description:
Boston scientific crm received information that this pacing system was explanted due to a pocket infection. There were no adverse patient effects noted.